Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the inner sealing of the packaging had adhered with the outer one and peeled with the outer one simultaneously. An alternative device was used to complete the surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned product it was determined that the inner tyvek was peeled along with the outer tyvek compromising the sterility of the product. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause for the reported issue can be manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.